Manufacturer narrative:
(B)(6). Investigation summary: bd did not receive any samples or photos for investigation. A visual inspection was conducted on 100 retained samples, and no issues were identified. Additionally, a functional test was performed on 10 retained samples, with all tubes found to be within specification limits and no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, an unspecified number of tubes underfilled. There was no health impact or consequences reported.